Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. Customer states that the patient was an adult patient.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection found two vertical cracks (in direction of fluid flow) extending from the distal end of the male luer collar to approximately half-way from the collar end. A horizontal crack connecting the bases of the vertical cracks and multiple stress lines and white stress marks were also noted in several areas around the collar and at the base of the cracks. Although disinfecting luer covers were not returned with the set, a customer provided photo shows use of a male luer disinfecting cap. The observed damage is characteristic of the luer material becoming compromised and degraded from the effect of prolonged exposure to 70% isopropyl alcohol (ipa), possibly from a connection to a mating luer that had been exposed to a disinfecting cap. These situations can cause stress cracking in combination with multiple contributing factors such as high hoop stress or outside force from use and over-tightening of the male luer either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents and extended use and repeated connection/disconnection of the component.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.